Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications malfunction during attempts to reconnect to the mobile phone, prompted a restart, and then continued to show the alert with the device reporting a ble version of 0.0.0, consistent with a communication board error. No reported adverse clinical effects. Outcomes included the user transitioning to multiple daily injections and continued cgm use with the dexcom application or receiver, with guidance provided to shut down the device and to perform data sync to the mobile app prior to return, and acknowledgement that data would not transfer to the replacement and a new startup would be required. Investigation included customer service troubleshooting, education on device shutdown and data handling, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.